Manufacturer narrative:
(B)(4) follow up report for correction. Field action notification: mds-26-06011.

Event description:
Field action notification: mds-26-06011.

Event description:
No additional informaiton provided.

Manufacturer narrative:
Summary of assessment and actions taken a comprehensive review of the batch history (DHR) was conducted, including maintenance records and quality notifications. No deviations related to the incident were identified. Analysis of samples and evidence: photo of the reported incident were received and analyzed for initial assessment. Bd confirms the incident. Evaluation of paper retention samples (inspections every 2 hours): inspected boxes: 01, 92, 179, 274, 378, 482, 593, 701, 810, 919, 1032, 1144, 1255, 1372, 1472, 1588, 1675, 1782, 1898, 2004, and 2120. Evaluation of finished lot reference samples (finished goods retention): inspected boxes: 10, 726, 1085, 1443, 1801, 1259. Root cause defect 1: mixed paper batch defect 2: barcode reading sensor failure. Containment actions: barcode sensor verification: the sensor reads the code; however, the system does not identify that the barcode is incorrect. Action completed. Scope of seebs: it was found that seebs 03, 07, 08, 11, 12, and 15 exhibit the same behavior.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 18x1-1/2in label content was incorrect. The following information was provided by the initial reporter: it was reported that the item: description precision glide rs 40x1,20mm box 100un bd needle 300017. Lot: 5212927, reason: the description 40x12 needle was sent, but we found the 30x08 needle inside the box of 40x12 needle on some boxes. Additional information received on 25 nov 2025: amount affected: (B)(4) units 30x08 needles. Anvisa notification number: we have not made any notification to anvisa.